Event description:
A physician's assistant described an event where the syringe popped apart. The syringe was taken from the refrigerator one-half hour before procedure and the needle was attached without difficulty. When the syringe was picked up and the needle cover removed, the needle disengaged from the syringe, but did not strike the patient or staff. The contents of the syringe splattered on the patient, physician and nurse. None went into the eyes and no injuries occurred and no treatment was necessary. The procedure was completed with a backup syringe of collagen.